Manufacturer narrative:
The analysis is in progress. A supplemental report will be submitted after the analysis is complete. Csi ID: (B)(4).

Event description:
After preparation of the orbital atherectomy device (oad), the physician advanced the oad over the viperwire guidewire using glideassist mode. The target lesion was in the left anterior descending artery. The viperwire tip fractured before the oad could be advanced to the lesion. Because the wire tip was not completely detached, the oad and wire were removed together. A second oad and wire were used to complete the procedure without any further issue. There was no impact to the patient.

Manufacturer narrative:
Device analysis conclusion: the orbital atherectomy device (oad) and guidewire were returned to csi for analysis. The oad functioned as intended during testing. Visual examination of the wire confirmed the reported fracture. The spring tip was returned lodged within the tip of the oad tip bushing. There was significant resistance when removing the spring tip. Scanning electron microscopy analysis of the core wire fracture faces show evidence of torsion. There is also rotational damage to the proximal spring tip filars. It is hypothesized that the spinning driveshaft made contact with the spring tip leading to the fracture. The root cause of the fracture is considered use not consistent with the instructions for use. Investigation conclusion code 61: the diamondback 360® coronary orbital atherectomy system cautions, "maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance." The material inspection report for the guidewire could not be reviewed as the lot number was not provided. Csi ID: (B)(4).